Event description:
A hill-rom technical support representative said that there was a cut in the power cord. He replaced the power cord to resolve the issue. No injuries were reported. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.